Manufacturer narrative:
The returned meter was tested with a high level control sample using retention test strips. Testing results with test strips lot: 73986110 (qc range = 2.4 - 3.6 inr): qc 1: 2.8 inr, qc 2: 2.8 inr, qc 3: 2.8 inr. Testing results with test strips lot: 75621010 (qc range = 2.4 - 3.6 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. When reviewing the meter's patient result memory log, the following was observed: on 17-jun-2024 at 06:38 am = 5.3 inr. On 17-jun-2024 06:46 am= 2.4 inr. On 17-jun-2024 06:48 am = 2.3 inr.

Event description:
We received an allegation of discrepant inr results on a coaguchek inrange meter. The patient's therapeutic range is: 2.6-2.8 inr. At 7:30 am, a sample from the patient was tested using the meter resulting in a value of 5.3 inr. At 7:45 am, a sample from the patient was tested using the meter resulting in a value of 2.5 inr. At 7:50 am, a sample from the patient was tested using the meter resulting in a value of 2.4 inr.

Manufacturer narrative:
The meter was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The coaguchek inrange meter serial number was (B)(6). On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.